Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an unexpected alarm reoccur after a previous troubleshoot during normal use. Blood glucose level at the time of the incident was 9 mmol/l . The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 alarm was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to non-sleep anomaly software error. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, cracked battery tube threads, cracked select button keypad overlay broken reservoir tube lip, stained keypad overlay, cracked case behind the pump near the battery compartment, keypad overlay texture damage, stained serial number label, faded end cap address label, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.